Manufacturer narrative:
The same patient was reported to have another type ii endoleak originating from the lumbar arteries that was treated with onyx® embolization on (B)(6) 2018. The occurence is captured and reported in gore event# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm and was treated with the implantation of gore® excluder® aaa endoprostheses. A follow-up CT on an unknown date showed a type ii endoleak originating from the inferior mesenteric artery and possible additional type I endoleak. Additionally it was stated that the patient was previously treated for a different type ii endoleak on (B)(6) 2018. On (B)(6) 2019, the endoprostheses were explanted and open surgical repair was performed. The patient tolerated the procedure.